Event description:
The customer reported via phone call that he had been replacing the battery frequently on the insulin pump. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer just put in a battery 1 hour before calling. Customer stated that the battery did not last more than 1 week. Customer does wear the sensor. Customer found no lost sensor or weak sensor alerts. Customer needed to reset the time and date every time he replaced the battery. Customer stated that he also had a motor error alarm. Customer was assisted with clearing the alarm. Customer was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned receiving a battery out limit alarm twice but decided to bypass the troubleshooting since the pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. No battery out limit alarm noted. No unexpected low battery or battery alarms noted. All operating currents are within specification. The insulin pump passed displacement test, rewind, basic occlusion test and prime/a33 test and self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.